Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons are stuck. The customer¿s blood glucose level was 115 mg/dl. Customer states that numbers are ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was response from a button. Customer states pressing menu button does not takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states the easy bolus feature was off. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.